Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the drive support cap was normal. The customer's blood glucose was unknown at the time of incident. The insulin pump will need to be replaced. The insulin pump was returned for analysis.